Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. No product was returned. Placement signal issue: data log review showed an abrupt increase in pap from 50 mmhg to 180 mmhg in 4 minutes. The pap remained high for the rest of the case with no flows displaying as a result. Optical parameters were stable at this time. The cause of the placement signal issue was not determined since product was not returned and insufficient clinical details were provided. Suction: data log review confirmed suction alarms and negative cvp throughout much of the case during the suction events. The cause of the suction was not determined since product was not returned and insufficient clinical details were provided. The investigation of the reported failure mode has been completed.

Event description:
The user facility reported that a patient on impella rp experienced frequent suction alarms, in addition to a failure of the differential pressure sensor was noted. Ultimately the patient expired on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.